Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 3, primary stability and osseointegration had not been achieved. Although the implant was covered in bone, the clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 3, primary stability and osseointegration had not been achieved. Although the implant was covered in bone, the clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).